Event description:
Distributor reported on behalf of home-care pt that during use of the listed device, the pt reported to ER due to unresolvable hyperglycemia. The repot states that the pt began to experience high blood glucose levels along with an occlusion alarm from their insulin pump on (B)(6) 2014. The pt reported that they changed their infusion set three times between (B)(6) 2014, but still experienced frequent occlusion alarms. The pt reported to the ER on (B)(6) 2014 due to high blood glucose, high ketone levels, and nausea. While at the ER, the pt was given an infusion of fluids and left the same day. The pt reported that she had begun a course of antibiotics on (B)(6) 2014 for an unrelated health issue. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.